Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., g.1.

Event description:
Healthcare professional reported left side rupture and patient's concern with the product.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell; around 0-25% of the shell is missing, flat creases and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: broken shell with striated edge on anterior side assessed as surgical damage. Based on the device analysis, the final assessment is broken shell with striated edge assessed as surgical damage and missing shell that is assessed as inconclusive. No issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and patient's concern with the product. Device has been explanted.